Manufacturer narrative:
The reported event of unacceptable threshold, and sensing issues were not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies.

Event description:
It was reported that during an attempted implant, under-sensing and high thresholds were noted. The lead was replaced. There were no adverse health consequences, the patient was stable.